Manufacturer narrative:
Without having the sample to evaluate, no conclusion can be made at this time. As reported the damage to the mesh was noted to have occurred when the mesh was being moved down the port. Events of this nature are typically associated with user device interface. To date this is the only reported complaint for this production lot of 332 units released for distribution in (B)(6) 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification should the sample be returned and evaluated for root cause, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a 3dmax light mesh was being used during a tep hernia repair surgery. As reported the mesh "has broken on the medial side when they moved it in the port". "The mesh has a rupture but didn't go into the patient." Another mesh was used to complete the case.